Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The air and water nozzle was wiped with clean, lint-free cloths and flushed with detergent solution. Based on the results of the investigation, it is not possible to establish the root cause. The event can be prevented by following the instructions for use which state: the detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocessing of the endoscope (and accessories to be reprocessed together). Olympus will continue to monitor field performance for this device.